Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, when the sheath was placed in the body and flushed after the puncture, air was aspirated from the hemostasis valve. The air stopped entering into the device when the valve was pressed with fingers. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.